Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported physical resistance/sticking (cga gripper line) and difficult or delayed activation (clip deployment) were due to user technique of performing clip deployment (i.e., actuator knob was not retracted far enough to release l-lock and disengage gripper lines from l-lock shaft). The reported foreign body in patient was associated with the clip being deployed on a single leaflet. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty deploying and the clip being deployed on one leaflet. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with a restricted posterior leaflet and dilated left atrium. The first clip was positioned in centro-medial position into the valve. After the deployment sequence was performed, the clip would not separate from the clip delivery system (cds). As standard troubleshooting, the angle of the cds to the clip implant was corrected by pulling on the stabilizer and removing m-knob; however, the clip would still not separate. The physician turned the guide in the anterior direction to further reduce tension from the cds. During the anterior movement, the clip detached from the posterior leaflet. Since the clip would still not separate from the cds, gripper line troubleshooting was performed. The gripper lever was disassembled to access the gripper lines. Both gripper lines could not be removed and seemed to still be fixed inside the cds shaft. After this step the physician noticed that the actuator knob was not retracted far enough during deployment sequence. The actuator knob was then pulled further, the gripper lines were removed with no resistance, and the clip was deployed. To stabilize the first clip, a second clip was implanted lateral to the first clip with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.